Event description:
A coolsculpting treatment provider reported to allergan aesthetics that their unit is leaking. The leak is on the floor, in the drawer, and runs down the back and sides of the unit.

Manufacturer narrative:
Based on the information currently available, although no adverse event was reported, there is the possibility of: skin irritation/hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. To date there were no reports of above mentioned harms due to applicator coolant leaks. It can be concluded that the leakage of coolant from the failures identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Device involved in the event was not returned; therefore, a return sample evaluation is not done. Confirmed on 06/30/2021, the customer that purchased elite and will not be repairing this unit. H3 other text : per the client, confirmed not repairing unit.

Event description:
Confirmed on 06/30/2021, the customer that purchased elite and will not be repairing this unit. Device cannot be evaluated for defect or repair due to unavailability.

Manufacturer narrative:
Corrected data: d4.

Event description:
Confirmed on 06/30/2021, the customer that purchased elite and will not be repairing this unit. Device cannot be evaluated for defect or repair due to unavailability.